Manufacturer narrative:
Concomitant medical products: product ID: neu_. Product type: lead, product ID: neu_ptm_prog. Product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had stimulation in the wrong location. The patient was reprogrammed on (B)(6) and they weren¿t getting stimulation quite where they wanted it. Group b was working pretty well but the patient was also getting stimulation in their stomach; they wanted more stimulation in their upper back and right leg. Group a was not providing good stimulation therapy for them. Group a was reprogrammed and then the patient got great coverage and they were very happy with that as it was the best coverage she had experienced so far with their system. However, after a very short while, stimulation on group a cut out and the patient¿ wasn¿t feeling it any longer (while they were still in the middle of the (B)(6) session). The manufacturer¿s representative (rep) recreated group a under group c and then the patient felt stimulation again and stimulation didn¿t cut out and it remained as it was and the patient was very happy with stimulation. The cutting out of stimulation wasn¿t related to movement or position changes as the patient wasn¿t moving around and was sitting during the programming session, and was still sitting when she noticed stimulation had cut out on group a she did make some minor movements with her neck but nothing remarkable. The charge level was not an issue for feeling stimulation as the implantable neurostimulator (ins) was almost fully charged. The rep. Initially wasn¿t sure if stimulation actually shut off, but after further discussion, the rep. Thought stimulation still showed on with a lightning bolt. Prior to reprogramming on the she was getting stimulation in her stomach with both groups a and b. The rep. Was notified of dissatisfaction with stimulation on the (B)(6) which was the same time of the issue with stimulation cutting out. At the end of the session the patient was still feeling good stimulation with group c when they ended the session and she was receiving much better coverage after the adjustment. The patient was advised to call the rep. Back if stimulation turned itself off. At the time of the report the patient had not called him.